Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00766.

Event description:
It was reported the bar did not fit as expected, the surgeon stated it was "tight". The surgeon attempted to unbend the left side a bit to make it fit better, but it was not a perfect fit. There was no harm to the patient and the surgery was a success without delay. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Functional testing and inspections could not be performed due to the parts remaining implanted and not being available for return. Also, there were no photographs, x-rays, scans, or physician reports to substantiate the complaint. For these reasons, the complaint cannot be verified and the most likely underlying cause of this complaint is surgeon preference, as the surgeon reviewed and agreed with the recommended design and length of the bars. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00766-1.